Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the bed-to-bed overview window was blank on alarm or in manual mode. No adverse event involving patient or user was reported.

Event description:
The customer reported that the bed-to-bed overview window was blank on alarm or in manual mode. The device was not in use on a patient. No adverse event involving patient or user was reported.